Manufacturer narrative:
Device available for eval. Device evaluated by MFR? Failure analysis for fiber (B)(4). The glass cap exhibits severe devitrification at the output window; there is no evidence of detritus adhesion on the metal cap; the fiber was tested with hene laser fixture, the aim beam is present at fiber output window. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, several errors displayed on the screen and the physician was unable to continue. The procedure was completed using an alternate procedure (turp) patient outcome: "ok" - there was no patient injury reported.